Event description:
This rv lead was implanted with an unknown date and remains implanted at this time. An email received from (B)(6) to technical services reporting that on (B)(6) 2017 this lead was out of range impedance measuring >3000 ohms. The physician was dr. (B)(6) at (B)(6), (B)(6), malaysia. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).